Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed power error detected. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.